Manufacturer narrative:
An event of valve failure due to aortic stenosis after 12 years of implant was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2011, a 19mm trifecta valve was implanted. The valve later failed due to aortic stenosis. On (B)(6) 2021, a 23mm portico valve was implanted via a valve-in-valve procedure. The patient status was reported as stable.